Event description:
It was reported while using bd nano 2nd gen pen needle that no insulin comes out of needle during the flow check. The following information was provided by the initial reporter: consumer reported finding when completes the flow check the insulin does not come out of the needle on 25 pen needles from this box.

Manufacturer narrative:
The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 01-aug-2022. H.6. Investigation summary: unable to perform complaint lot history check due to an unknown lot number for needle clog. The occurrence is unknown since the lot number is unknown. This will be considered the 1st related complaint for guidance on the investigation. Customer returned a total of 27 used 4mm, 32 gauge nano pro pen needles. 25 of the pen needles were found to have bent needles on the non-patient side of the hub¿s needle cannula. Additionally, 1 was broken on the same side. This damage would prevent testing for clogs since the needle cannot properly attach to the pen. As a result, the pen needles appear to be clogged during use. Based on the damage present, the needles bending or breaking may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. The remaining sample was attached to a test pen filled with saline. Saline was pushed through the system and out the distal tip of the remaining pen needle. No issues were found with the remaining pen needle. No DHR review can be carried out as lot number is unknown. Based on the samples received, embecta found that 4 pen needles had become bent and 7 had been broken on the non-patient side. This damage could resemble the needle being clogged as a result of insulin not passing through the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The root cause of the needles bending and breaking appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula.

Event description:
It was reported while using bd nano 2nd gen pen needle that no insulin comes out of needle during the flow check. The following information was provided by the initial reporter: consumer reported finding when completes the flow check the insulin does not come out of the needle on 25 pen needles from this box.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. No DHR review can be carried out as lot number is unknown. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported while using bd nano 2nd gen pen needle that no insulin comes out of needle during the flow check. The following information was provided by the initial reporter: consumer reported finding when completes the flow check the insulin does not come out of the needle on 25 pen needles from this box..